Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
The event rupture that was previously reported was confirmed to not have occurred. As per pfn there is no complaint against left device.